Event description:
It was reported that the patient received inappropriate shocks for supra ventricular tachycardia (svt)/ atrial fibrillation (af) episodes with rapid ventricular response. It was also noted that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead on the current electrogram. This did not affect device function. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.